Event description:
Boston scientific crm received information that after the implant procedure of this right ventricular (rv) lead, the physician used contrast and noted a dissection into the pericardial space. The patient was sent to the operating room to have it drained. The physician indicated he believed the wire caused it. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.